Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).

Event description:
It was reported that there was a black particle observed in the chamber of a buretrol administration set prior to patient connection. The reporter stated the device was connected to a non-baxter solution bag. No additional information is available.